Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify motor error alarm, a21 and a17 alarm due to blank display. Motor passed motor test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer stated they were able to rewind insulin pump. Customer stated drive support cap appears normal. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.